Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: testing confirmed an intermittent response to button presses on the ok, up, down and contrast buttons.there was no visible damage on the keypad. Contamination was present under the contacts of all buttons. Unrelated to the keypad issue, the bolus button cover had a hole in it but was functional. The battery compartment was cracked at the opening of the battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was corrosion inside battery compartment. A leak test found a battery compartment leak. There was no evidence of internal moisture found inside the pump aside from the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).